Manufacturer narrative:
Device eval: the suspect device along with an unused microcatheter were returned to merit for evaluation. The complaint was confirmed, as the upper portion of the threaded area of the rotator housing had sheared off from the lower threaded area on the high pressure tubing. The sheared off portion of the threaded area was returned, however, the sheared off male nozzle was not returned. Visual examination was performed on the used device. Damage was found on the outer portion of the rotator, indicating the use of an instrument (e.g. Forceps) to attach the rotator to the catheter. Fracture lines were also present, suggesting some internal stress. There were no defects found in the bonding area. The returned, unused catheter does not appear to be a factor in this failure. The damage during attachment and the stress fracture lines may have contributed to the device failure, however, the actual cause of the failure could not be determined.

Event description:
The complainant reported that during high pressure injection of a hepatic artery angiography procedure, the rotator of the high pressure tubing broke. There was no harm or injury to the patient or clinicians.